Event description:
A non-healthcare professional reported that lens scratched by company forceps during loading. Additional information has been requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned correctly in the iol case. Solution is dried on the iol. The reported scratch cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. The haptics are intact. There are light scratches in the optic of the lens. The reporter stated that the lens was scratched by company forceps during loading. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the product did not cause the event. It is stated in the file that ""the lens was scratched by company forceps during loading". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).